Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to high blood glucose of 440 mg/dl. The customer was experiencing unexplained high glucose for the past several days. Troubleshooting was performed. The customer stated that the bolus is off, and when she put in her blood glucose reading display, the insulin pump is showing the amount of insulin delivered. No further information was provided.